Event description:
Pt status post pdl implantation at an unk level returned to surgeon's office complaining of pain after periods of standing and lying. An x-ray was taken and surgeon noted the implant appeared normal. Surgeon removed the pdl hardware. This is three of three reports for this event.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Subject device implanted approx (B) (6) 2009. The investigation could not be completed, no conclusion could be drawn as no product was returned. A device history record review has been requested for the subject device.